Manufacturer narrative:
Additional information: image evaluation summary: three images were provided for analysis. The first image is of the shelf carton of a resolute integrity device. The lot number on the shelf carton (0009643790) corresponds with the lot number reported in (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was present on the balloon. There was no deformation evident to the stent. The balloon folds remained intact. Blood was visible inside the balloon. There was a longitudinal tear on the distal shaft, approx. 16cm distal to the exchange joint. The device failed negative prep. The balloon could not be inflated due to the tear on the distal shaft. The kink visible in still image provided was not evident on the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was not moved or re-positioned while inflated. It was stated that the leak occurred on the first inflation. The stent was not able to be deployed due to the leak. The device was withdrawn and the procedure was successfully completed using another device. It was indicated that the catheter was also kinked but it could not be confirmed when the kink occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, non-calcified lesion exhibiting 85% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon / catheter leak occurred during stent deployment at 8-9 atm. The patient was reported to be alive with no injuries.